Event description:
It was reported that patient had artroplasty due to instability. Insert was revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: based on photographs provided, the damage to the insert is consistent with clinical use and subsequent explantation damage. Medical records received and evaluation: the clinical consultant commented that the root cause is suspected to be procedure-related but cannot be proven with the currently available information. Device history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other event for the lot referenced. Conclusions: the reported instability event was confirmed through the operative reports that were provided. The clinical consultant commented that the root cause is suspected to be procedure-related but cannot be proven based on the limited information provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had artroplasty due to instability. Insert was revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.